Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged the screen was blank with vibratory function. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed evidence of a unexplained power on reset event. Unrelated to the original complaint, the pump powered up with the returned battery cap to a dim discolored display. The battery cap measured within specifications. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture was found inside the battery compartment. A 12 hour basal program was run with the returned battery cap, and no reboots, power losses, or call service alarms were duplicated. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The alleged intermittent power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.